Event description:
On (B)(6) 2012, (B)(6) pt reports a loss of therapeutic effect following a fall. The caller stated she fell in august of last year and hit the device, since then her implant has not been working properly. Patient reports the physician has been trying different programs but the implant is still not working and the patient has requested to try different means such as a revision to attempt to restore her therapy. Patient stated the device was working for her and she was very pleased with the implant prior to the fall and would like a second chance on the interstim therapy. Caller reports no stimulation sensation and stated the stimulation she used to get is no longer there and it's no longer doing the work its supposed to. Patient states she feels like it turns on after reprograming and then it's as if it turns off . Patient stated she feels a very little stick and then it goes off, not a regular pulsation like when she started. She says there is some kind of defect going on inside and she doesn't know if there is a wire missing. Caller then stated she feels no stimulation sensation at all. Patient states she is going frequently worse. She also mentioned she told the doctor the weather condition affect her, have her on the run. Patient reports in the summer time she is constantly thirsty and on the run, she doesn't know if the thirst is caused by the medication.

Manufacturer narrative:
Product ID 3889-28, lot # v704351, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).